Event description:
This case was reported by a consumer and described the occurence of almost choked in a male pt who used gsk toothbrush (sensodyne pronamel toothbrush gentle) toothbrush for dental cleaning. A physician or other health care professional has not verified this report. Concurrent medical conditions included unspecified allergies. On an unk date, the pt started using a particular gsk toothbrush (dental). On (B)(6) 2008, the pt almost choked when some bristles came out (product complaint). The pt was able to bring the bristles up by coughing. This case was assessed as medically serious by gsk. Treatment with that particular gsk toothbrush was discontinued. At the time of reporting, the event was resolved.

Manufacturer narrative:
MFR's comment: gsk toothbrushes are manufactured in (B)(4). The lot number for this product is available and quality testing is pending.